Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-feb-2026, a sales representative reported via email that two ar-8925t syndesmosis tightrope xp implants experienced an issue during use. After the surgeon fully tensioned the construct and cut the suture tails, the tension was lost, and visible anterior-posterior translation of the fibular button was observed. The issue occurred during a procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 25-feb-2026: this occurred during an ankle fracture procedure with a syndesmotic repair. Both implants were removed and replaced with another ar-8925t syndesmosis tightrope xp implant from a different lot. There was no case delay, and no additional anesthesia was required.